Event description:
The needle leaking occurs on the bottom side of the plastic disc where the needle touches the body. When she removed the needle, she attempted to flush it after the safety mechanism engaged. It did not leak. They had a lot of pts that get continuous 5fu infusion that run at .6 ml an hour on a cadd pump. The pts come in every 7 days to have labs drawn - they flush with saline - draw labs, flush with saline. They then hook the pt back up to the 5 fu. So they do not have a problem with being sluggish or lack of blood return. When they remove the needle, it has some dry white residue on the skin (this is common with 5 fu) and it is moist.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.